Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was shocked 23 times. The lead exhibited a capture anomaly.